Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 112 mg/dl. The customer reported that she tried to press all buttons but no response. The customer reported that the time did not advance. The customer also stated that there was damaged on the buttons. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen noted. Device time/clock moved. Device received with button error alarm and had unresponsive bolus express buttons due to corroded keypad traces.